Event description:
On 10/30/2024, it was reported by a sales representative via sems-06698531 that an ar-6480 dualwave pumps pressure sensor was not reading the pressure correctly. The issue was discovered during the surgery, and another device was used to complete the case. There were no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.